Manufacturer narrative:
(B)(4). During the course of another investigation it was noted that the guide wire was damaged. Therefore, another complaint was opened and this report was filed for the malfunction.

Event description:
When the guide wire was inserted it became kinked. As a result, a new kit was opened and used successfully. They do not know if there was a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during insertion was confirmed. One guide wire was returned by the customer. Visual examination revealed the guide wire was kinked 12 cm from the j-tip and also 8 and 17 cm from the straight end. Microscopic examination confirmed that both welds appear full and spherical. A manual tug test confirmed that both welds remain intact and the wire feels typical. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/-4 mm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter measured .801 mm, which met specifications. The instructions booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.